Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clips were scissored. The clip slightly cut the tissues instead of clamping. The clip was removed and the surgeon used a competitors's device to complete the case. No hemorrhage. There was no patient consequence.